Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to hematoma, dissection of the aortic vessel & surrounding vasculature, and reoperation.

Event description:
On (B)(6) 2017, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu262615j/13485196) to treat a thoracic aortic aneurysm. On an unknown date, follow-up imaging reportedly identified an intramural hematoma with dissection around the distal end of the device. It was reported that the cause of the ulceration was device oversizing (vessel diameter unknown). On (B)(6) 2017, an additional gore® tag® device was implanted distal to the existing endoprosthesis to cover the entry tear. The patient tolerated the procedure.